Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The patient underwent a revision procedure.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The patient underwent a revision procedure. Additional information was received that the patient's lead was replaced and the patient was doing well postoperatively. The explanted lead was discarded by the medical facility and will not be returned.